Event description:
A patient in the ICU with acute kidney injury had been undergoing continuous renal replacement therapy on a prismaflex machine for several days. It was reported that the patient had an air embolism. The critical care educator reported the patient had a mahurkar catheter inserted into the right internal jugular a few days prior to the event and there had been ongoing issues with the patient¿s access. The prismaflex machine was inspected by the facility and a gambro technical services representative and determined to be operating within specification. Review of the prismaflex data files indicates the machine generated the ¿air in blood¿ alarm prior to the reported event.

Manufacturer narrative:
The filter set was retained by customer and will not be released, therefore not available for inspection. The lot number was not provided therefore no device history record review was performed. The prismaflex machine was inspected and found to be operating within manufacturer¿s specification. Gambro received no information to suggest that a gambro product caused or contributed to the event and it does not regard the submittal of this report as an admission of causation or liability.